Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via helpline solutions tracker of a screen anomaly from the insulin pump. The customer stated that when scrolling through the menu and blousing, it is hard to read the screen. The customer stated that the pump has a contrast flaw. The customer stated that her insulin is setup to every 2 days to make sure she has plenty of insulin since they are in the process of regulating her blood glucose.